Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori-assisted tka procedure, surgeon began to mill his tibia and decided to go twin peg. They changed to twin peg, advanced to cut, got a screen real intelligence tablet blackout, followed by an internal error: the system has detected that the application unexpectedly exited message. Device was rebooted, resumed the case after a 5-minute delay, with the same device. No patient injury or information available.

Manufacturer narrative:
D1, d2a, d2b, d4, g4 (510k)

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # sn (B)(6), used for treatment, was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. A log file review was performed. The reported problem was confirmed. User database screenshots and a navio log from 12-13-2022 shows that the case abruptly ended when attempting to perform twin peg milling, however the naviosystem and xsession logs for this date were unable to be downloaded so further investigation into the cause of this crash could not be performed. Although the reported problem of the application unexpectedly exiting was confirmed via screenshots and log files provided, further investigation into the cause could not be performed due to missing files. Possible causes may have been a software bug or a hardware issue which resulted in an abrupt application shutdown. The reported tablet blackout was most likely due to this unexpected application shutdown. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.